Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following section of the instructions for use: "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.8 sterilizing the endoscope and accessories_ ethylene oxide gas sterilization of the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. MFR report # 9610595 - 2023 ¿ 04645. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to b5, e2, e3, g2 follow up was conducted with the customer and the following procedural/patient information was reported. The issue was observed during preparation. The intended procedure was reported as a diagnostic endoscopic retrograde cholangiopancreatography (ercp) and it was completed with a similar device, no delay noted. The reporter occupation was updated to nurse (e2, e3 and g2). Additional information based on the legal manufacturer's investigation: please see updates to h10. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device was inspected and found to have eto cap not on after being sterilized. The device evaluation also revealed the following findings: reduced angulation; the control knob play was decreased; distal end plastic cover body had minor scratches; and the adhesive on bending section cover (a-rubber) had a crack and was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The issue was observed during preparation. The intended procedure was reported as a diagnostic endoscopic retrograde cholangiopancreatography (ercp) and it was completed with a similar device, no delay noted.

Event description:
The customer reported to olympus, that during reprocessing the evis exera iii duodenovideoscope, it was observed that eto cap was not on during gas sterilization. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.